Event description:
Incident reported as: when cutting pins, the tungsten insert came off into pt. Piece easily retrieved by surgeon. No reported pt injury.

Manufacturer narrative:
Sample requested but not received at time of this report. An investigation report will be sent when completed.